Event description:
It was reported on 22 august 2025 that the patient presented with grade 3 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, several grasping attempts damaged anterior leaflet. The mr remained unchanged post procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported positioning failure. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported positioning failure appears to be related to challenging patient anatomy (dilated left atrium), per case details. The reported tissue injury is a cascading event of the positioning failure. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, several grasping attempts damaged anterior leaflet. The mr remained unchanged post procedure. There was no clinically significant delay. No additional information was provided.